Event description:
Sales rep. Reported that this was the first swift/eagle procedure for the surgeon. Procedure was a revision of a previous case. During post-op follow-up the surgeon noticed one screw had backed out. Surgical intervention occurred as a result of this situation.